Event description:
Tip of the stem where the brush head goes was chipped¿brush head would not stay on - oral b [device breakage]. Case narrative: consumer reported via chatbot that tip of the stem where the brush head goes was chipped. No injury reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.